Manufacturer narrative:
The field service engineer was unable to determine a cause. He ran performance testing with no abnormalities noted. All instrument check results were within the acceptable ranges. Based on the data provided, a clear root cause could not be identified. A general instrument or reagent problem could not be identified. The issue was consistent with an unknown pre-analytical handling issue but cannot be identified based on the limited amount of information provided. The customer was not using the required rack adapters for 13 mm diameter tubes when the event occurred.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system on a cobas e 411 immunoassay analyzer. The primary tube of the sample initially resulted in an hcg value of 429.30 miu/ml and this value was reported outside of the laboratory. The doctor questioned the initial result. An aliquot of the sample was repeated, resulting in a value of 779.7 miu/ml. The repeat value was believed to be correct. The hcg reagent lot number was 52806500, with an expiration date of 30-jun-2022.